Event description:
It was reported that the insulin pump alarmed during the manual prime and insulin was squirting out. It was noted that the piston continued to move after reservoir contact. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test. However, the pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarms or perform the prime test due to the motor error alarms. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.